Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report# 1627487-2018-09892. It was reported during surgical intervention on (B)(6) 2018 a cerebrospinal fluid leak occurred. Follow-up indicated that the patient is experiencing a headache post-procedure.

Event description:
Device 1 of 2: reference MFR report#1627487-2018-09892. Follow-up revealed the patient's headaches still persists; however, symptoms are being treated with medication.

Event description:
Device 1 of 2: reference MFR. Report#1627487-2018-09892. Additional follow-up identified surgical intervention was undertaken on (B)(6) 2018 where the entire system was explanted.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-09892.